Event description:
It was reported that during testing of the device at the user facility, the device tips were found to be chipped and silver plating material was missing, posing the risk of material being lost in a surgical site. There were no adverse consequences related to this event.